Event description:
On (B)(6) 2013 the lay user/reporter in (B)(6), the patient¿s father, contacted lifescan to report the onetouch verio pro meter was giving inaccurately high readings. On (B)(6) 2013 the technical service representative (tsr) spoke with the reporter to obtain and verify information. On (B)(6) 2013 at 3:00 am the patient obtained the blood glucose reading of 17.6 mmol/l on the reported meter and a result of 9.2 mmol/l on his backup meter, a onetouch vita meter, within 30 minutes. The tsr confirmed these results were obtained at 3:00 am and not 9:00 am as initially reported. At that time, the patient had not had any meals. Afterwards, the patient experienced the symptom of shaking, which was one of his symptoms of low blood glucose levels. The patient did not take any action and did not seek any medical attention or treatment. The patient takes no medications to manage his diabetes. The patient¿s usual blood glucose readings range from 6.5 mmol/l to 10.0 mmol/l. On (B)(6) 2013, the day prior to this event, the patient obtained the blood glucose readings of 10.0 mmol/l and 11.0 mmol/l. The patient took no actions and made no changes to his diabetes management routine based on these readings obtained on (B)(6) 2013. Troubleshooting revealed the test strips were in good condition and within opened expiration dating, and the patient¿s testing technique was correct. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated blood glucose reading on the reported meter. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.